Manufacturer narrative:
Batch review performed on 27 november 2017: lot 1550336: (B)(4) items manufactured and released on 25 february 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 29 nov 2017 the r&d project manager made the following analysis of the retrieved component: the instrument was broken as described in the complaint. Is not possible to remove the terminal from the cup using the handle because this is an old version of the device produced between 2009 and 2010. New instrument version (from mid 2010) permits to remove the terminal from the cup with this kind of breaking.

Event description:
After cup impaction the surgeon tried to disconnect the instrument from the implant but the final part of the impactor broke and remained stuck in the cup. The surgeon removed the assembly and used another cup and an offset cup impactor to complete the surgery successfully and without critical delay.